Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by defective force sensing resistors (fsr). Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flo-gard infusion pump with failure code 38; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.